Event description:
Patient vomited tube 3-4 inches in length. Tube identified as biliary stent. The patient had history of pancreatic cancer. Biliary stent #10 fr, 7 cm long placed in common bile duct.